Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle had a bent guide pin, and part of the electrode belt guide pin was stuck in the monitor belt receptacle. The root cause for the bent pins was excessive force. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for evaluation of an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.